Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was not charging and the desktop charger (dtc) had a bent connector pin. The patient was sent a replacement dtc. The rep later reported that the ins was in over discharge. The rep said they were able to force recharge the ins and there was a power on reset (por). No symptoms were reported. No further complications were reported/anticipated.